Manufacturer narrative:
Pproduct complaint #(B)(4). Date sent to the FDA: 1/18/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: procedure date? (B)(6) 2021. Was the fixation tab intact when the suture was dispensed from packaging? The fixation feature had been missing in the newly dispensed suture when it was opened for surgery. Was the fixation tab found broken in package? The fixation feature had been missing device return status/follow up? Noted. Trade name -irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the tab got detached from the suture. Another like device was used to complete the procedure. There were no patient consequences reported. No additional was information provided.

Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: procedure date? Was the fixation tab intact when the suture was dispensed from packaging? Was the fixation tab found broken in package? Device return status/follow up? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a picture was received to for evaluation. Upon visual inspection of the image received, two opened foils packets with a stratafix suture code sxpp1a401 could be observed. In additions, the fixation tab was broken at one side. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. The product was returned for evaluation. A visual inspection of the sample was conducted on the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1a401 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.